Event description:
The report from japan pms study indicated that the index procedure took place approximately twenty two months ago. The procedure was coil embolization assisted with vrd (enc452212/01421602) of right posterior communicating artery aneurysm. Five months after the index procedure, the patient developed subarachnoid haemorrhage associated with ruptured left posterior communicating artery aneurysm. The patient also developed hydrocephalus, and therefore she underwent l-p shunt placement, also developed alogia as well as paralysis of the extremities associated with sah. The event outcome was indicated as 'resolved with sequeale (alogia, paralysis of the extremities)'. According to the physician, the relationship of the event to the procedure was unrelated and to the vrd was also unrelated. The patient had a medical history of hypertension, cerebral infarct, cranial hemorrhaging. The unruptured saccular aneurysm neck was 11.6mm, and the neck to sac ratio was 11.6mm: 12.3mm. The parent vessel size diameter proximal was 4.7mm and distally was 2.9mm. Mrs before the procedure was 0 and remained 0. No information regarding inr, pt, and ptt. The occlusion rate of aneurysm was 100% after the procedure. At the time of two year follow-up, mrs was 5. Antiplatelet therapy included cilostazol 100mg/day: (B)(6) 2010 ~ (B)(6) 2012, 200mg/day: (B)(6)2012 ~ ongoing, clopidogrel sulfate 25mg/day: (B)(6) 2011, 75mg/day: (B)(6) 2012 ~ ongoing, heparin 5000u: (B)(6) 2010, (B)(6) 2012. Prior to implanting the vrd, and sheath less pv/asahi intecc, 606-s255x (lot: 15168656), chikai/asahi (B)(4) were utilized. Other devices utilized during the procedure were, excelsior 1018/stryker, transend/stryker, gdcs/stryker (total 6), ed coils/kaneka (total 3). No further information is available and procedural images are not available.

Manufacturer narrative:
After review of the information provided, the event cerebral haemorrhage and hydrocephalus does not meet the requirements for a reportable event. Additionally, the site indicated that the event was not related to the device and procedure. Therefore, no further reports will be forthcoming for this medwatch report.

Manufacturer narrative:
The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days.